Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. (B)(4). Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.during pre-repair assessment performed by technician, it was noted that bearings were corroded due to normal wear. Additionally, the functional testing revealed that the temperature of the device was over specification. Device was inspected and repaired.

Event description:
Device was sent for service or calibration, and the technician found that the device temperature was over specification and the bearings were rusty. (B)(4).